Event description:
It was reported that the patients lower back pain was progressively worsening, and she was no longer getting effective pain relief from her spinal cord stimulation (scs) system. The patient was hospitalized and underwent an explant of the entire scs system. The patient was recovering without complications, and she has been discharged from the hospital. The explanted devices will not be returned as they were retained by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5071805, brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7075134, brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074885, brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5071366.